Event description:
The or staff could not get arthrowand to work appropriately. The console that the wands were plugged into was checked out by a clinical engineer and was found to be working appropriately. Therefore, the suspicion was that the wands had malfunctioned.